Manufacturer narrative:
A good faith effort was performed to obtain additional information regarding this event, but at this time no further information has been received. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and no beeping was obtained after a magnet was applied. This device remains in service. No adverse patient effects were reported.